Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that while a nurse was attempting to administer intravenous medication to the patient but the connection was loose causing wastage of narcotic medication. The nurse didn't notice it was loose until the medication was wasted. No additional medical treatment was needed, except for a repeat of the lost medication.